Manufacturer narrative:
Zimvie complaint number (B)(4). On (B)(6) 2024 doctor confirmed bye phone that returned item is a iipdtus, as identified by investigator. Zimvie received one (1) iipdtus, internal connection universal placement driver tip - short for evaluation. Visual evaluation and functional test were performed. The returned driver has signs of use and was not identified as reported. Returned driver was identified as item iipdtus. No apparent malfunction was identified with the returned driver that would contribute to the reported event. The driver disengaged from the implant during a functional test as intended. Driver matched prints where measured. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iipdtus dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: dental : functional : does not disengage/release). Based on the investigation and risk management file review, the most likely root cause determined from the investigation was that was incorrect techniques used, however, a definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No apparent malfunction was identified with the implant that would contribute to the reported event. The implant disengaged from the driver during a functional test as intended. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that driver tip could not be disengaged from implant at tooth site 36. There was not impact on the patient.